Event description:
It was reported that "during a femoral nailing procedure, when the surgeon used the wire to prepare the cervical screw, the tip of the wire broke off, leaving a fragment of less than a centimeter in the patient. Upon removal of the wire we found that a piece of the wire was missing and remained in the patient. Confirmed by the intraoperative x-ray".

Manufacturer narrative:
The device will not be returned.  If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that "during a femoral nailing procedure, when the surgeon used the wire to prepare the cervical screw, the tip of the wire broke off, leaving a fragment of less than a centimeter in the patient. Upon removal of the wire we found that a piece of the wire was missing and remained in the patient. Confirmed by the intraoperative x-ray".